Manufacturer narrative:
Additional information received on may 27, 2022 indicated that the patient also experienced fatigue, pain, asymmetry, and other symptoms associated with breast implant illnesses. The MRI scan confirmed right-sided symptomatic rupture. H6 health effect - clinical code e2402: generalized illnesses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on june 27 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 425cc breast implant was found to be ruptured and received in two parts. A thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness. (Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on july 10 , 2022: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 425cc breast implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness. (Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Date of removal updated to (B)(6) 2022. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) caucasian female who underwent an unspecified breast surgery with a mentor memorygel, 425cc breast implant experienced right-sided silent rupture post procedure. The issue was confirmed through imaging. As a result, patient underwent removal without replacement on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on march 23 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 425cc breast implant was found to be ruptured and received in two parts. A thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).